Event description:
It was reported that the patient did not feel that his adaptive stimulation would 'kick in' when he lies down. Even after waiting a few minutes the patient said it 'still doesn't work.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).